Event description:
The customer reported that on (B)(6) 2011 erroneously low or suppressed creatinine (cr-s), blood urea nitrogen (bun), total protein (tp), total bilirubin (tbil), alkaline phosphotase (alp), aspartate aminotransferase (ast) and/or alanine transaminase (alt) results were generated on a unicel dxc 600 synchron system for two patients. The erroneous initial results and suppressed results were caused by the same instrument malfunction(s). The erroneous or suppressed initial results were not reported outside of the laboratory and hence no deaths, serious injuries or changes to patient treatment were associated or attributed to this event. Instrument assay quality control results generated prior to the event were outside of customer established specifications for tbil. The instrument had experienced level sense and sample detection errors during the timeframe of this event. No sample handling/collection information or additional system information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) inspected the syringes and replaced the t-valve assembly for the modular chemistry sample, cartridge chemistry sample and cartridge chemistry reagent syringe drives. Additionally the level sense bead was replaced. Upon making the necessary verified repairs, the instrument was returned back into service. These repairs resolved the issue.